Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed button error. The blood glucose reading was 500 mg/dl, which was treated for with manual injection. The customer stated that she had been playing tennis and had gotten the insulin pump wet with sweat. Advised replacement of the insulin pump. Nothing further reported.